Manufacturer narrative:
Method: visual inspection;device history review; complaint history review; risk assessment results: according to the device history review, the product has potentially been on the field for over 11 years. The IFU for instruments states that the instruments may fracture depending on the age of the device, the number of times they are used as well as the precautions taken in handling, cleaning and storage. Conclusion: the plausible root cause of this event is due to overloading on an aged instrument (~11 years).

Event description:
It was reported that; during a removal case the tip of the tightener broke. Update (10-may-2016): the cause of the revision surgery was flat back. The previous surgeon did a l3-s1 posterior lateral fusion back in 2008, and used straight rods. It took every bit of the lordosis out of the lumbar spine, expediting the time at which adjacent level disease occurs.

Event description:
It was reported that; during a removal case the tip of the tightener broke. Update (B)(6) 2016): the cause of the revision surgery was flat back. The previous surgeon did a l3-s1 posterior lateral fusion back in 2008, and used straight rods. It took every bit of the lordosis out of the lumbar spine, expediting the time at which adjacent level disease occurs.